Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported malfunction. The se replaced the breath delivery unit (bdu) printed circuit board, and installed an upgraded screen. The ventilator passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that a ventilator generated an alarm and an error code was found in the diagnostic logs. There was no patient involvement.

Manufacturer narrative:
Covidien reference: (B)(4). The returned breath delivery (bd) printed circuit board (pcb) was received for investigation. A visual inspection was performed, and no anomalies were observed. The functionality of the test ventilator was verified by successfully running tests and calibrations. The unit was powered up without issues, and no errors were recorded in the diagnostic logs. It passed calibration and tests without any errors or alarms being generated. The ventilator was set into ventilation mode for a minimum of 24 hours, during which no errors or alarms were observed. The customer reported malfunction was not verified.